Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during the replacement surgery, the surgeon was unable to get the extensions out of the ins header block. The ins was rotated and the setscrews were loosened and tightened before removal was attempted. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the physician had tried to unscrew the set screws in the header block a few times with no success. The extension was eventually removed from the battery. However, part of the extension was stuck in the battery and the whole extension had to be replaced. No symptoms or complications are anticipated.